Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(4). The actual device was not available; however, a companion sample was received for evaluation. The evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small crack was observed in the tubing of a clearlink solution administration set which caused a leak. The leak was noticed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
An actual sample was not available however, a companion sample was evaluated. Visual inspection was performed to the sample using the naked eye. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed and the sample met specification. Pressure and clear passage under water tests were performed with satisfactory results. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.